Event description:
The customer tested their blood glucose and received a result of 245mg/dl. Paramedics were called because pt felt low. The paramedics tested their blood glucose and received a result of 34mg/dl on their device. An IV was given. Control was out of range and customer stated that the strip testing area was not filled completely with blood. A request was made for the return of the suspect device and replacement product was sent.